Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if cannula was not inserted correctly into the infusion site and bent cannula could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels some time back in february or march. Patient¿s blood glucose reached 1,695 mg/dl while wearing the on the infusion site. Patient¿s mother stated that the cannula does not go into the skin and the pod ends up not working, thus, was unsure if cannula was properly seated and when removed from the site the cannula was bent. The patient collapsed and was taken to the hospital by ambulance. At the hospital the patient¿s bg levels was around 800 mg/dl. Patient's treatment included a big bag of water, two (2) intravenous bags and ice chips. The patient stopped using the pods and been using manual injections. Patient discarded the pod so device is not available for return.